Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal part that the toothbrush head sits on has snapped¿head comes off- oral-b power toothbrush [device breakage] . Case narrative: consumer via email stated that metal part that the toothbrush head sits on has snapped, head comes off. No injury was reported. Follow up 25-nov-2025: suspect product updated.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal part that the toothbrush head sits on has snapped¿head comes off- oral-b power toothbrush [device breakage]. Case narrative: consumer via email stated that metal part that the toothbrush head sits on has snapped, head comes off. No injury was reported.

Event description:
Metal part that the toothbrush head sits on has snapped¿head comes off- oral-b power toothbrush [device breakage]. Case narrative: consumer via email stated that metal part that the toothbrush head sits on has snapped, head comes off. No injury was reported. Follow up 25-nov-2025: suspect product updated. No injury was reported. 10-dec-2025 product investigation results: no manufacturing cause and no design issue identified based on investigation. No injury was reported.

Manufacturer narrative:
19-dec-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Metal part that the toothbrush head sits on has snapped¿head comes off- oral-b power toothbrush [device breakage] case narrative: consumer via email stated that metal part that the toothbrush head sits on has snapped, head comes off. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.